Event description:
Customer reported that touchscreen was cracked and shattered, making it illegible. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump under warranty and provided instructions for placing the current pump into storage mode before returning it. Customer was advised to use multiple daily injections (mdi) as a backup therapy until the replacement pump was received.